Event description:
Boston scientific received information that the patient presented to the emergency room with syncopy for an unknown reason. A review of the stored electograms revealed normal right ventricular (rv) impedance measurements, normal r-wave measurements and intermittent noise on the ventricular channel. The patient has intermittent heart block. It was noted that the patient also experienced cardiopulmonary arrest while in the hospital, which the physician believed was due to lack of oxygen. The boston scientific sales representative stated that no surgical intervention was taken and no programming changes were made to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.